Event description:
It was reported that the x-ray tube on the 9800 system made an arcing noise during two procedures. During another two procedures, the 9800 system had an overload fault error message along with arcing. In all cases the technique was switched to low dose rate and the procedures were completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable at the tube end was cleaned and re-greased. The x-ray tube and tube cover were replaced during the service call. The system was tested and found to be working as intended and placed back into service.